Event description:
It was reported that a user experienced a low glucose reading on a dexcom g7 while using the ilet system, treated the low prior to contacting support, and expressed concern that the pump continued insulin delivery during the low; the user was informed that insulin delivery suspends when glucose is below range, and was educated that compression of a sensor during sleep can cause falsely low readings. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and education on monitoring before additional treatment. Investigation included troubleshooting and user education regarding cgm compression lows and automated insulin suspension behavior. Investigation of this case revealed no device malfunction and suggested the low reading was likely due to a cgm compression artifact, with pump delivery functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.